Manufacturer narrative:
Additional information investigation revealed that there was no problem with the returned product and that it returned to normal after reconnection. Therefore, based on the results of the investigation, a decision was created again and MDR was determined to be unnecessary. . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
During a bronchial procedure the screen went black, no image. The physician was able to remove the endoscope without causing injury to the patient. They disconnected the endoscope from the tablet. The image came back without any action on their part. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded an email on 05-jun-2024. There are no delays in the procedure, but we were unable to obtain information on whether the procedure was completed. This endoscope has been returned to pentax medical, and I have been testing it with the one-m #h22010468 for 2 hours without issue. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.